Manufacturer narrative:
Device evaluation: device evaluation of monitor sn (B)(4) is currently underway. The monitor has been returned to zoll manufacturing corporation for evaluation. There is no indication of a product malfunction at this time. Evaluation was conducted using a flag review. After a review of the flag there is no indication of a device malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was at a hospital when they became unconscious. The hospital staff initiated CPR. At 02:09:13 the patient was in bradycardia initially which degraded into asystole. One treatment was delivered while the patient was in asystole at 02:10:10. CPR artifact contributed to the false detection. The electrode belt was disconnect at 2:12:49. There is no indication that the lifevest caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatment. There is no indication that the lifevest caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatment.